Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 4mm x40mm x 145cm coyote¿ es balloon catheter was advanced over an embolic protection device. When the balloon was inflated two to three times at 6 atmospheres, the balloon would not inflate properly. During an attempt to fully deflate the balloon and backed the balloon off the wire for the embolic protection device, it became stuck on the wire. The balloon catheter and the wire were removed together as a system. The physician lost wire access and had to place another embolic protection device. Another coyote balloon catheter was advanced and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es otw balloon catheter and unidentified filterwire. The balloon was loosely folded with blood and contrast in the lumen and balloon. The returned device was excessively bloody and soaked in a warm waterbath for 4 days. The tip, balloon, markerbands, shaft and hub were microscopically examined. The returned wire could not be removed from the shaft (lumen) of the coyote es, despite soaking. The wire was measured on each end. The distal and proximal end of wire each measured .0135¿. There was 10.5cm of the wire sticking out from the hub and 30 cm of wire out from the tip of the device. Inspection of the inner shaft revealed buckling for 6mm inside the hub and numerous areas of damage (buckling and stretched) inside the balloon area. The balloon was bunched over the distal end of the balloon. There was no evidence of any material or manufacturing deficiencies contributing to the reported issue. The device was functionally tested by attaching an inflation device filled with water to the hub of the complaint device. The balloon partially inflated; with a pinhole found in the balloon material, about 7mm proximal from the distal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that the catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 4mm x40mm x 145cm coyote¿ es balloon catheter was advanced over an embolic protection device. When the balloon was inflated two to three times at 6 atmospheres, the balloon would not inflate properly. During an attempt to fully deflate the balloon and backed the balloon off the wire for the embolic protection device, it became stuck on the wire. The balloon catheter and the wire were removed together as a system. The physician lost wire access and had to place another embolic protection device. Another coyote balloon catheter was advanced and the procedure was completed. No patient complications were reported and the patient's status was fine.